Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-feb-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 555.2 mcg/day. It was reported that the patient¿s spasticity symptoms are returning and hasn't been seeing the effectiveness he used to see in the past. It was unknown when this started. Environmental/external/patient factors that may have led or contributed to the issue was that he fell about 3 months ago. Troubleshooting included a dye study was scheduled. Actions taken to resolve the issue included dr attempted to aspirate the cap on the pump but was unsuccessful. The issue was not resolved at the time of the report. Surgical intervention was scheduled for (B)(6) 2020. There were no further complications reported/anticipated.